Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. Troubleshooting was performed and the pump continued to alarm. There was patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer reported no disposable clamp tubing alarm could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.